Manufacturer narrative:
Evaluated 1 open or used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies. None were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir does not leak. Also, inspected transfer guard, no leaking found during pre-fill. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call reservoir leak. Customer advised the reservoir leaked at the transfer guard during the fill process. Customer was advised to return the reservoir for analysis and that a new reservoir would be sent out.